Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported bent cannula or insulin leak, or to determine if these conditions could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s931usqs7byj9 hardware: sm-s931u cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported elevated blood glucose (bg) levels of approximately 300 mg/dl and rising after wearing the pod for approximately seven hours. Upon inspecting the pod window, the patient observed the presence of moisture. After removing the pod, it was noted that the cannula had not penetrated the skin and was observed to be bent. The patient further reported that the pink slide had advanced, although the pink color was described as faint. The patient also recalled noticing a faint smell of insulin upon waking. The pod was subsequently discarded. There was no medical intervention reported in relation to this event.